Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n278793, implanted: (B)(6) 2012, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
It was reported that right after implant of the pump the patient was completely paralyzed and was like that for a month. The reporter stated they want to have the device removed. The reporter further stated their last healthcare professional (hcp) wanted them to try a pain medication, which they did, but they were sick all of the time and they were always going to the emergency room. It was noted the patient had been walking now for about six months. It was further noted the patient¿s hcp was an hour away. The reporter stated that if there is anything in the pump it might be saline. The pump had contained baclofen, but now contains saline. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but had not sought further help. It was also reported, "I need to get the device out of me before it kills me." It was further reported the patient found a doctor to take out her pump. It was reported the patient gets "sick as a dog" whenever anyone puts medication in the pump and needed to go to the emergency room (ER). It was also reported the patient saw a healthcare provider (hcp) on (B)(6) 2014 and the patient told the hcp she did not want any medication in the pump. The hcp asked the patient three different times to put drug in the pump and the patient declined. The patient told the hcp she wanted the pump removed, but the doctor told her he would not remove the pump because he thought it would cause her too much pain to remove the device. It was reported the hcp told the patient he would direct her to a surgeon that would remove it. It was noted the doctor's office gave the patient two cards with information regarding getting shots in her back. It was also reported the patient called back the doctor's office on (B)(6) 2014 and requested surgeon information, but the patient had not heard back yet. It was reported eight months ago the patient was seeing a different physician and the doctor "begged her to put drug in the pump" and she only ever had baclofen in the pump one year ago. The physician wanted to put pain medication in the pump and the patient was told it would help her. The patient declined pain medication so saline was put in the pump and the patient was told the pump was shut off. It was further reported the patient just found out from her current hcp that she had a very small amount of morphine in her pump. It was also reported the patient had been in pain all this time since her "car wreck" 30 years ago. Additional information received reported on (B)(6) 2014 the patient was getting a magnetic resonance imaging (MRI) with dye and was having the pain pump taken out. It was reported the patient was paralyzed about 9 weeks ago and she was "just getting up and had trouble with it all along." It was also reported when the doctor put it in he sent the patient home paralyzed and "he did not even turn the pump on." It was noted every doctor the patient had seen since, the patient had told them she wanted to have the pump out because it "makes her sick" and "they want to play around it." It was reported the patient ended up in the ER every month. It was further reported after the patient was sent home totally paralyzed she had to go back to the doctor in a couple weeks and he told her "he forgot to turn the pump on so he put some baclofen in it." The patient was told that when the pump was turned on and medicine put in it the patient would start moving. The physician left town. It was noted ever since then the patient had been totally paralyzed. It was reported the car wreck the patient was in broke her neck and she had been paralyzed three times, but had been up walking and was up walking before the pump was put in.